Event description:
It was reported that the system had a 66200 error displayed two times during setup. It was noted that the procedure would be continuing. However, the site called back later for help with performing a hard reset to the system. The customer reported event had no report of patient injury.

Manufacturer narrative:
A field services engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse powered on the system and was able to recreate the reported error. The advanced processor 5000 (ap5000) was replaced, and the system was tested without faults. The ap5000 has been returned for failure analysis testing, but the analysis has not yet been completed as of the date of this report.